Manufacturer narrative:
This pump underwent routine maintenance testing where the flow rate offset percent fell outside the acceptable range. Consequently, the pump was recalibrated and passed at 190.1 -1.76. It was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to investigate this failure mode to determine the root cause.

Manufacturer narrative:
This pump underwent routine maintentance testing where the flow rate offset percent fell outside the acceptable range. Consequently, the pump was recalibrated and passed at at 190.1 -1.76. It was confirmed that the recalibration addressed the issue successfully. A CAPA has been established to fully investigate in attempt to determine the root cause of the reported event.

Event description:
On 05/23/2024, zyno medical received a report that during preventive maintenance (pm), the pump had a flow rate offset from 5 to 0. The recalibrated flowrate from 5 to -5 failed at 205.40 +/- 5.89 and then passed at 190.1 -1.76.